Manufacturer narrative:
Patient was reconstructed with a fibula flap. Multiple MDR reports were filed for this event. Please see the associated report: 2031049-2020-00036.

Event description:
The patient's right tmj devices were removed due to infection.